Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that, a few days ago, while he was brushing his teeth, the metal pin came loose and ended up in his mouth. No injury was reported. 18-nov-2021 follow up via e-mail: the consumer reported using an oral-b toothbrush handle, 3765. No injury was reported.